Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported problem. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported event could not be determined.

Event description:
It was reported that the device continued to give the "check patient" message when it was connected to the patient and the users attempted to defibrillate via the therapy electrodes (brand unk). The users disconnected and reconnected the electrodes but the issue persisted. It is unk if the customer tried using a different set of electrodes during the event. However, the responders were monitoring the patient ECG in lead ii via the ECG cable throughout the event. A second defibrillator was made available for use in approx four minutes and provided defibrillation therapy. The patient's status is unk. There were no reports of an adverse event due to the device use or further details on the event and/or the patient provided.